Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medical safety review: the reported event of ¿cement leak and patient death¿ is un-assessable due to incomplete information. If no additional information is obtained, medical safety recommends no further action. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient history: osseous metastatic disease of t1 prior to (B)(6) 2020: the healthcare facility (hf) purchased the product from medtronic. (B)(6) 2020: patient underwent a surgical procedure at the hf for an rf ablation via the right bipendicular trochars. The surgery consisted of the use of medtronic's kyphon equipment with polymethyl methacrylate as the cement agent. During the procedure, the kyphon device malfunctioned, causing cement extravasation along the left lateral and posterior spinal canal and epidural space. A CT-guided vertebroplasty and rf ablation were performed, and it was noted that extravasation ofcement was confirmed along the left lateral and posterior spinal canal and epidural space. Upon this finding, the procedure was immediately aborted. Due the event, patient was diagnosed with cervical and thoracic stenosis due to extruded methyl methacrylate cement after the vertebroplasty procedure with neurologic symptoms. It was alleged that the kyphon device injected cement in the patient¿s body in an uncontrolled manner, leading to extravasation and migration of the cement to other parts of her body, causing severe harm, including neurologic damage, left arm paresthesia, severe pain and suffering, and plaintiff's untimely death.